Manufacturer narrative:
Additional information received from the initial reporter on 11 july 2016 and includes: there was blood between the cup and liner. Batch reviews performed on 22 july 2016. Lot 156430: (B)(4) items manufactured and released on 10 february 2016. Expiration date: 2021-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc trio acetabular shell no-hole diam 50, code 01.26.45.1150, lot. 160229 (k122911) lot 160229: (B)(4) items manufactured and released on 04 may 2016. Expiration date: 2021-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 26 july 2016 the (B)(4) project manager performed a preliminary investigation based on images of the item received from the initial reporter and commented as follows: from the received images it is not possible to determine the causes of the event. On 26 july 2016 it was confirmed that the liner is not available for investigation. H3 not available.

Event description:
It was not possible to fit the liner into the cup. Another insert has been used to complete the surgery successfully.